Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis where it was confirmed that the device had previously logged multiple instances of low vte (exhaled tidal volume). Ventec observed that the majority of low vte snapshots occurred following patient circuit disconnect alarms, indicating that the device had become detached from either a test lung or patient. Without a sound connection, the device will erroneously report vte. Additionally, prior to some of the low vte readings, the device logs indicated that a pre-use test (put) was performed with a failing result. No successful put was performed before the device began ventilating. Without a proper put, the device will not accurately report vte, as the device will not have a proper calibration for the attached patient circuit. During testing, when a passing put was performed with the appropriate patient circuit, the device did not display vte readings outside of expected values. The vocsn clinical and technical manual advises the following [p. 150]: "note: if used, remove the hme from the ventec one-circuit to ensure the pre-use test passes and correctly calculates the ventec one-circuit resistance.". The device was evaluated by ventec where the reported issue of low vte could not be duplicated. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.